Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they received a low flow alarm. They cleared the alarm, and it has not returned. Nurse thought the device was working now and wanted to confirm. Nurse stated that the patient temperature (pt) had been 33.4c-33.6c for the past few days. Patient temperature dropped to 32.5c but it was coming back up now. Confirmed they have a neonatal pad connected. Water flow rate (wfr) was 1.1 l/min. Nurse stated that there were no kinks or bends in the tubing, there might have been momentarily which could have caused the alarm. Explained this was a good flow rate for neonatal pads, as long as it did not continue to alarm, and the water flow rate (wfr) was stayed above 0.7 l/min, it was okay. Discussed water flow rate (wfr) and correlation with heater. If the water flow rate (wfr) was lower for period of time, the water might have not been able to heat which led to the patient¿s temperature dropping. Confirmed no other alarms occurred. Also discussed medication administration. Nurse confirmed the skin probe and axillary temperature was correlating with the esophageal probe. Nurse would monitor patient temperature and water flow rate and call back with any issues. Per customer via phone on (B)(6) 2024, it was reported that therapy was completed on the 2-day old male patient without any impact and weighted less than 10 lbs. Instructed to remove any kinks in the tubing. This resolved the issue. The device did not go to biomed.

Event description:
It was reported that the nurse stated that they received a low flow alarm. They cleared the alarm, and it has not returned. Nurse thought the device was working now and wanted to confirm. Nurse stated that the patient temperature (pt) had been 33.4c-33.6c for the past few days. Patient temperature dropped to 32.5c but it was coming back up now. Confirmed they have a neonatal pad connected. Water flow rate (wfr) was 1.1 l/min. Nurse stated that there were no kinks or bends in the tubing, there might have been momentarily which could have caused the alarm. Explained this was a good flow rate for neonatal pads, as long as it did not continue to alarm, and the water flow rate (wfr) was stayed above 0.7 l/min, it was okay. Discussed water flow rate (wfr) and correlation with heater. If the water flow rate (wfr) was lower for period of time, the water might have not been able to heat which led to the patient¿s temperature dropping. Confirmed no other alarms occurred. Also discussed medication administration. Nurse confirmed the skin probe and axillary temperature was correlating with the esophageal probe. Nurse would monitor patient temperature and water flow rate and call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.